Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "persistent enhancement foci smaller than 0.5 cm" and "ruptured prosthesis" confirmed via MRI and ultrasound. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "persistent enhancement foci smaller than 0.5 cm" and "ruptured prosthesis" confirmed via MRI and ultrasound. The device remains implanted.